Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a sensitivity setting that was slightly out of specification. The setup of the testing equipment was verified, and it was discussed that the testing device was limited. The current status of the epg is unknown. There was no patient involvement.